Event description:
A customer reported that the button on the hand controller is sticking. When you take your hand off of the buttons the detector is still moving and there is a three second delay before it stops.

Manufacturer narrative:
Note: we have not completed our investigation of this event. At this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).